Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient was in cardiac rehabilitation, and a nurse had observed a failure to capture when the patient was placed on a heart monitor. The spouse also indicated that the patient returned to their heart doctor, and adjustments were made with the device. No further information could be obtained through follow-up investigation with the clinic. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.